Manufacturer narrative:
(B) (4). Customer has not yet returned the device to manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The reporter stated that the device leaked from the stopcock during use. The device was being used to mix air into medication to create foam and was not in use on a patient. There was no reported injury or treatment associated with this event.